Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl and current blood glucose was 346 mg/dl. Customer declined to perform troubleshooting for high blood glucose. It was unknown if the auto mode was active at the time of incident or not. It was stated that the insulin pump had insulin flow blocked alarm. Troubleshooting was performed for the insulin flow blocked alarm. It was stated that the insulin exits tubing with plunger priming. The customer was advised that insulin pump was working as designed. The insulin pump will not be returned for analysis.